Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information received that stated it seemed like hematoma resolved itself without any intervention other than turning off the heparin. The patient was successfully bridged to left ventricular assist device (lvad)

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant had placed an impella cp to support a patient admitted in with known cardiac history and cardiogenic shock. The pump was placed but the delivery was ischemia inducing so the team placed an antegrade sheath to perfuse the limb. The pump was explanted and escalated to an impella 5.5 after 11 hours of support. This report represents the impella cp. Another report was submitted for the impella 5.5. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D4 catalog number, UDI number, expiration date, serial number updated. H4 MFR date updated.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 43-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, it was noted that the 14fr peel-away sheath was occlusive. A decision was made to leave the peel-away sheath in and stick antegrade perfusion. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 4.0l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.